Event description:
It was reported that, on (B)(6) 2011, a head only MRI (using a transmit/receive head coil of 1.5 tesla horizontal bore) was taken. No telemetry could be obtained. The implantable neurostimulator (ins) had been off before the MRI. The ins would be replaced in (B)(6) 2011.

Event description:
Returned product was received; the device had been explanted.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of neurostimulator model # 37703 serial # (B)(4) showed hybrid lock up telemetry processor. There was no telemetry and no output on all electrode pairs. Through jtag testing, it was determined that the ins was in 11.7k telemetry mode lock up. After confirmation, the ins was hard por'd and the ins functioned as intended.

Event description:
Additional information received reported the patient outcome as no health hazard.